Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that partial deployment occurred, and the stent elongated. After a 6mmx120mm eluvia was implanted in the 100% stenosed target lesion located in the moderately calcified and moderately tortuous superficial femoral artery, a lesion was found on the periphery of the stent. A 6mmx40mm eluvia was selected for use. However, during deployment the thumbwheel did not rotate smoothly. Further rotation while moving the catheter back and forth resumed deployment, but the stent elongated. Subsequently, a 6mmx80mm eluvia 6-80 was implanted over the same site without any problems, and the procedure was completed.

Event description:
It was reported that partial deployment occurred, and the stent elongated. After a 6mmx120mm eluvia was implanted in the 100% stenosed target lesion located in the moderately calcified and moderately tortuous superficial femoral artery, a lesion was found on the periphery of the stent. A 6mmx40mm eluvia was selected for use. However, during deployment the thumbwheel did not rotate smoothly. Further rotation while moving the catheter back and forth resumed deployment, but the stent elongated. Subsequently, a 6mmx80mm eluvia 6-80 was implanted over the same site without any problems, and the procedure was completed. It was further clarified that the 6mmx40mm eluvia was implanted.

Manufacturer narrative:
E1 - initial reporter city: (B)(4).